Event description:
It was reported that there was oversensing and inappropriate therapy. Device was removed from service. No patient complications have been reported since the device was removed from service.